Event description:
The customer stated, that he had just received a new contour meter. When he opened the box for the meter, he found the cap open on the sample bottle of test strips. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.